Event description:
It was reported that the user experienced hyperglycemia after normal meals, with glucose readings reportedly exceeding 300 and 400 mg/dl, and additional details were requested to clarify the event. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize impact. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.